Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) had the hp clear the alarm by cycling the power on the hc device, disconnect, and remove the cassette. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.